Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho care to report (B)(6) reactions with a single patient in three homozygous cells for (B)(6); cells #15, #16, and #17 of the 0.8% resolve panel b lot# vrb229 exp 03.28.17 when working with mts anti-igg gel cards lot# 111416001-08 exp. 09.20.17. Customer initially tested with one opened set of 0.8% surgiscreen lot# vss887 exp 03.18.17 and mts igg gel card lot# 111416001-08 exp 09.20.17 and reported a (B)(6) reaction with r2r2 homozygous cell #3. Customer continued with antibody identification with 0.8% resolve panel b lot# vrb229 exp 03.28.17 that has three r2r2 homozygous cells for (B)(6) cells #15,#16, and, #17. The result were all (B)(6). Customer decided to run 0.8% resolve panel a lot# vra270 exp 03.28.17 and the homozygous cell# 3 r2r2 for (B)(6) reacted (B)(6). Customer later identified (B)(6) antibody in this sample. Customer repeated the test getting exactly the same results. Issue started on: (B)(6) 2017 reported 03.07.17. Frequency: 1x. Microtubes/wells or cell ((B)(6)) affected: cells #15, #16 and, #17. Methodology used: ortho provue. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Result obtained by repeating: neg. Method used to repeat: ortho provue. Customer reports storing red cell reagents and mts gel cards according to IFU. Customer reports no signs of hemolysis or haze noted in red cell reagents. Rbc type: 0.8% selectogen lot number: lot# vss887 exp 03.28.17, qc data: pass, qc type: alba q-chek lot#v179486 exp03.28.17, last qc ran: (B)(6) 2017. Cards /cassettes/ storage condition temperature: according to IFU, visual appearance before use: acceptable, reagent red blood cell storage and handling: according to IFU, all testing performed using gel cards lot # 111416001-08 exp 09.20.17. Ortho care asked the customer to test with an alternate lot of igg gel cards, but customer did not have an alternate lot. Ortho care asked customer if red cell reagents were allowed to come to room temperature, customer reports yes. Ortho care asked customer to test screening cell #15, #16 and, #17 with (B)(6). All other patients and qc reacting as expected. Customer satisfied with discussion and willing to provide sample for further ocd investigation. Rga letter sent for samples to be sent to (B)(4). Sample received by (B)(4) on 08mar2017, and was deemed unacceptable for testing.